Manufacturer narrative:
Product analysis:visual and optical inspection confirms the tip is not broken. The tip has been deformed, with the approximately 3mm of the tip plastically deformed, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent plif revision surgery at l5/s levels due to "asd". The surgeon inserted a screw at s1 after removing l4 screw and conducted plif. Post-op, x-ray examination revealed a small star-shaped foreign matter was confirmed on dorsal side of the patient and the surgeon inquired sales rep about it. Sales rep was also notified about distortion seen at the tip of an obturator in the instrument inspection and was arranging to replace the obturator. Sr confirmed that the tip of the obturator appeared to be broken, so he told the surgeon that the driver shaft probably got broken at the time of removing set screw and that he would get back after cross section examination of the concerned item. No surgical time was extended by this event. Surgeon had no intention to perform a surgery to remove the foreign matter because it appeared to do no harm in the location and the surgeon obtained understanding from the patient. He wants to know what the foreign matter is and also requests examination for the possibility of its breakage. Sr commented that intra-operatively he did not see anything particularly strange. During the surgery, fluoroscopic exam was not conducted. X-ray was done post-op to see close-up photos of fixation parts, but the foreign matter went undiscovered at that time. The surgeon told sr that he has no plan for revision surgery for this. During the surgery the concerned obturator (continuous use) was probably broken. Sr checked it and found that its tip up to 1mm was damaged (no breakage seen in other instruments).the surgeon told that the implants and the broken pieces are not close with each other and so no revision surgery will be needed, but want the breakage of the tip to be examined. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.